Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) during an unspecified surgical procedure, it was observed that the battery oscillator device was blocked; and the pins of the device broke and fell on the floor. According to the report, the event occurred before use on a patient. It was reported that two of the pins were recovered, and none of the pins were left in the patient. It was reported that the event occurred during testing. It was reported that there was a two minute delay in the procedure. It was reported that an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that coupling tool side of the battery oscillator device was out of specification. It was noted that the pins were broken in the saw blade, and there was a crack in the saw shaft. It was further determined that the device failed pretest for check saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.